Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration dates are unknown. Health professional was approximated to yes as the initial reporter name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a procedure performed on unknown date. During the procedure, the clip did not deploy correctly. There were no adverse patient effects reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.